Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic iron (fe) results generated by the synchron lxi 725 clinical system for one patient. The erroneous results were reported outside of the laboratory. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
Qc was reviewed and was acceptable. A field service engineer (fse) was on-site and noted no instrument issues. A clear root cause for this event has not been determined to date.